Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.